Event description:
New information notes that the right ventricular lead was extracted. The patient's condition was good before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic with a right ventricular lead that was over-sensing noise. No resolution was reported, and the patient did not experience any consequences.